Event description:
"The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed."

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-79705. This report was submitted as a duplicate report of the previously submitted report.¿